Manufacturer narrative:
H3: product analysis of part # c05a : lot # fahr508 visual inspection confirmed the cement polymer has dried in the vial. The vial has been opened/cracked. Unable determine viscosity of cement polymer mix at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of the event is india. G4: the similar device with product# cx01a with 510(k)# k102397 and UDI # (B)(4) is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having balloon kyphoplasty. It was reported that during a balloon kyphoplasty procedure, the liquid form of the bone cement was non-liquid (frozen). It was confirmed that there were no patient symptoms, complications, or adverse events associated with the cement. The procedure was completed successfully with a new product. No patient complications have been reported as a result of this event.